Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A .00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, lad dissection was noted. The procedure was completed with three shorter stents. No further complications were reported.